Event description:
The customer reported a failure to discharge. It is not known at this time if there was any pt impact.

Manufacturer narrative:
(B)(4): this customer reported a failure to discharge. It is not known at this time if there was any pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.